Event description:
It was reported that fluid was leaking from the pressure relief valve and pressure could not be maintained. This occurred with three catheters. The procedure was completed successfully with another device with no pt consequences. The procedure was extended for one hour. General anesthesia was used.